Event description:
While the physician was creating the gastric pouch for the laparoscopic gastric bypass, the auto suture endo-gia did not fire correctly with two different reloads:-- auto suture endo gia universal straight reload 60-3.5 regular blue reload -- auto suture endo gia universal straight reload, 45 - 2.0 gray vascular reload